Event description:
It was reported that externalized conductors were observed on the lead. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in three segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.